Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and patient¿s fiancé. The patient was having an MRI and they called after because the pain pump did not go on within 20min and they suspected, so they waited about an hour and it worked again, so everything was resolved. The error code resolved itself, the technician actually called and said to give it an hour and if it did not work they would have to go to the pain clinic, so it actually cleared by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and patient. The patient was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. Patient was set to bolus every 2 hours error code 8476 was seen on the personal therapy manager (ptm). A pump alarm was not heard. It was reviewed that this was a motor stall code. The patient had a magnetic resonance imaging scan (MRI) of the foot on this report date, the MRI was not related to the device/therapy. There were no symptoms reported. It was noted that the patient did not have a health care professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.